Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact with helix mechanism in a retracted position and dried body fluid was noted in the helix housing. The setscrew marks were in the correct location on the terminal pin. The suture sleeve had slid down the lead over the tip and was removed to take measurements. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that during a routine follow up, this right ventricular (rv) lead exhibited loss of capture and high pacing threshold measurements. All other parameters were found to be in range, but the physician made the decision to explant and replace the lead. No additional adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that during a routine follow up, this right ventricular (rv) lead exhibited loss of capture and high pacing threshold measurements. All other parameters were found to be in range, but the physician made the decision to explant and replace the lead. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.